Event description:
A malfunction alarm known as "malf 0" was reported by the customer, but no notable events preceded the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support (cts) assisted the customer in resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if any issues arose again.